Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3754 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when evaluating the function of the catheter the next day following catheterization, the operator found blood could not be drawn using the catheter and great resistance was met. The catheter remained blocked after corresponding evaluation and thrombolysis. Then removed the catheter and found it complete. Another attempt was made to flush the catheter and the valve remained unopened.